Event description:
It was reported to philips that the system's log contained a grabber card error, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found that initialization errors related to the grabber cards. Upon troubleshooting, fse found fault with the grabber card in slot 5. The frame grabber captures the video from the system. To resolve the problem, fse re seated the card, and the ID switch was reset. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the issue, philips has initiated a medical device correction (z-1144-2024). After implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.